Event description:
It was reported that during a coronary artery stenting treatment procedure, a shaft fracture occurred. A 2.75x16mm taxus liberte stent delivery system (sds) was advanced to an unknown target lesion. While attempting to place the device in the lesion, the catheter shaft of the sds broke in half inside the guide catheter. They used another of the same to complete the procedure. No patient complications were reported and the patient's status is ok.

Event description:
It was further reported that there were two target lesions. The first was 15mm long x 4.5mm with 60% stenosis in the mid right coronary artery (rca) with "marked tortuousity". The second was 12mm long x 3mm with 99% stenosis in the distal rca. The lesion was predilated and a buddy wire was used. While attempting to advance the 2.75x16mm taxus liberte stent delivery system, resistance and friction was encountered. A shaft break occurred 23cm from the proximal wire port, and the broken portion was held completely within the guide catheter and was able to be retrieved by removing the device carefully with the buddy wire wrapped around it for support. Once removed, examination revealed that the stent was held securely on the balloon, but that a stent strut on the proximal end of the balloon was bent upwards. The final outcome after treatment was 60% stenosis in the mid rca and 0% stenosis of the distal rca.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte monorail stent delivery system (sds) in two pieces. It was determined that the hypotube was broken 15cm. From the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies. The returned catheter was visually and tactfully examined along the entire length of shaft and no other damage was found. The distal end of the sds was inspected under magnification and found tip and stent damage. It was determined that three struts were damaged at the proximal end of the stent and extending back up to 180 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were two target lesions. The first was 15mm long x 4.5mm with 60% stenosis in the mid right coronary artery (rca) with "marked tortuousity." The second was 12mm long x 3mm with 99% stenosis in the distal rca. The lesion was predilated and a buddy wire was used. While attempting to advance the 2.75x16mm taxus liberte stent delivery system, resistance and friction was encountered. A shaft break occurred 23cm from the proximal wire port, and the broken portion was held completely within the guide catheter and was able to be retrieved by removing the device carefully with the buddy wire wrapped around it for support. Once removed, examination revealed that the stent was held securely on the balloon, but that a stent strut on the proximal end of the balloon was bent upwards. The final outcome after treatment was 60% stenosis in the mid rca and 0% stenosis of the distal rca.